Manufacturer narrative:
Photo provided. Reported complaint cannot be confirmed from the provided photo. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported that during an intraocular lens (iol) implant procedure the iol was squeezed to the cartridge. This was happened during cataract surgery and no harm to the patient since a new box with a new iol was opened and no delay.